Event description:
During directional coronary atherectomy (dca) of a calcified lesion, eight passes were made at 1 atm. The balloon was then inflated to 2 atms for two more add'l passes. At that time, the cutter back into the housing window. The physician retracted the cutter back into the housing window and safely removed the device from the pt. The case was successfully completed with another device. No pt injury was reportedly associated with this incident. The dca device was used in a calcified lesion which its instructions for use contraindicated.